Manufacturer narrative:
No samples were received for investigation of complaint reference pr 9388649 reported via post market survey; however, the customer feedback stated that they experienced intermittent infusion, and suggested it was not possible to maintain a closed system. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
No additional information.

Event description:
It was reported that bd extension set had flow issues the following information was received by the initial reporter with the verbatim: it was reported that clinician and/or any patients have encountered infusion issues with the bd pressure rated catheter extension set. Verbatim: clinician experienced: -performs below expectations: intermittent infusion of medications47. -ability to maintain a closed system during infusion therapy for up to 96 hours or 200 activations, whichever comes first (2 - performs below expectations).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.